Event description:
It was reported that during the gen change procedure this right ventricular (rv) lead had been compromised and it appeared to have fracture in insulation near the boot of lead. The physician opted to replace this lead as the patient was 100% dependent. Subsequently this lead was surgically abandoned, and a new rv lead was successfully implanted. No additional patient effects were reported.